Event description:
It was reported that there was an alert for high impedance, non-sustained ventricular tachycardia episodes, and short interval count s (sic) on the right ventricular (rv) lead. Fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: concomitant products: 5594 implantable pacing lead, (B)(6) 2012; 4196 implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, the impedance trend on the rv (right ventricular) pacing lead was rising, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and there was oversensing associated with the right ventricular lead. 11 ventricular non-sustained tachycardia episodes of less than or equal to 205 milliseconds occurred on (B)(6) 2013. 13 ventricular fibrillation (vf) episodes of less than or equal to 210 milliseconds average ventricular cycle occurred between (B)(6) 2013. 5 lead failure predictor high rate non-sustained episodes of less than or equal to 215 milliseconds average ventricular cycle occurred on (B)(6) 2013. 3 patient alerts for lead failure predictor occurred between (B)(6) 2013. Daily pace lead impedance trend data show various spike increases for ventricular pace bi impeda nce of 760 to 1748 ohms range between (B)(6) 2013. Ventricular short interval count v-sic of 489 counts occurred in 1.99 days between (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.